Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had some drainage at the driveline exit site. They were not aware of any trauma or pulling to the exit site but the patient was taken in for driveline revision. Following the procedure, cultures of the wound were taken. The cultures were positive for methicillin-resistant staphylococcus aureus (mrsa) and the patient was discharged home with oral antibiotics.